Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (B)(4) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: (B)(4)). The patient had symptoms of hydrocephalus. Due to a suspicion of shunt obstruction, the valve was removed and replaced on (B)(6) 2023. The patient is for follow up. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4) or (B)(4). Certas valve catheter (ID 828806) has been returned for evaluation: failure analysis- the position of the cam when valve was received was at setting 2. The catheter was irrigated, a cut/tear in ventricular catheter was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted. The possible root cause for the cut/tear on the catheter manufactured by kaneka, could be due to a sharp or pointed object coming into contact with the catheter.